Manufacturer narrative:
The product was not returned for analysis. Prior to release, the lens met all manufacturing specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported that the doctor changed his mind about the intraocular lens he implanted. The incision was enlarged and the lens removed. No patient injury. Not a product complaint. In follow-up, it was learned from the account that the lens was discarded after removal.